Event description:
It was reported the external pulse generator (epg) was due for its preventative maintenance inspection, but it would not turn on, despite new batteries. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event, no electrical anomalies were found. It was noted that the keyboard was scratched, the battery drawer and ring cover were broken and the ring was bent.